Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device history record review revealed nothing relevant to the event. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the needle was inserted appropriately into the scorpion. The needle broke while firing the needle into the tissue. The surgery was completed with a second needle and no patient injury was reported. Follow-up investigation: the broken tip was not removed from the patient's shoulder as the surgeon could not find it. The tip of the needle was not detectable on x-ray. The patient is fine to date.